Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the reported failure can be attributed to user error due to excessive force used when advancing the second button forward and/or not pulling the first button completely back before advancing the second.

Event description:
On 03/29/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii deployed the first anchor and when surgeon attempted to deploy the second anchor, it does not. Surgeon removed the device from inside the patient and the first anchor pulls out. This was discovered during a procedure on (B)(6) 2022. Additional information received on 4/1/2022: this was discovered during a tibial spine fracture procedure on (B)(6) 2022. The first anchor deployed successfully and while trying to deploy the second implant, the first anchor pulled out. At this time, surgeon removed everything from inside the patient and opened a new ar-4501 meniscal cinch ii to complete the case.